Manufacturer narrative:
It was reported that right hip revision surgery was performed due to unspecified reasons. During the revision the bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Per the revision operative notes, the acetabulum and femoral head were well fixed bilaterally. The left revision op-note reported significant synovial expansion with metallic stained synovium/fluid encountered around the joint. The right revision op-note reported "some evidence" of periarticular tissue metallosis and "any nonviable tissue"/significant metallosis was aggressively debrided, although not as advanced or as severe as the contralateral hip. Brainlab computer assisted navigation was used for both implantation and revision procedures. The reported elevated metal ion levels along with minor synovial expansion/soft tissue metallosis on MRI along with surgical findings are consistent with an adverse reaction to metal debris; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the reported clinical symptoms, surgical findings, and revision procedures cannot be determined. Should additional information become available, the clinical/medical assessment may be re-evaluated. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.it was reported that right hip revision surgery was performed due to unspecified reasons. During the revision the bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Per the revision operative notes, the acetabulum and femoral head were well fixed bilaterally. The left revision op-note reported significant synovial expansion with metallic stained synovium/fluid encountered around the joint. The right revision op-note reported "some evidence" of periarticular tissue metallosis and "any nonviable tissue"/significant metallosis was aggressively debrided, although not as advanced or as severe as the contralateral hip. Brainlab computer assisted navigation was used for both implantation and revision procedures. The reported elevated metal ion levels along with minor synovial expansion/soft tissue metallosis on MRI along with surgical findings are consistent with an adverse reaction to metal debris; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the reported clinical symptoms, surgical findings, and revision procedures cannot be determined. Should additional information become available, the clinical/medical assessment may be re-evaluated. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Is an approximation since only the year and month were communicated to us.

Event description:
It was reported that patient underwent right hip revision surgery due to unspecified reasons.